Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the tip of the catheter introducer's dilator broke off in a small vein branch of the patient's coronary sinus. No injury was noted and no action was taken. No patient complications have been reported as a result of this event.